Manufacturer narrative:
As received, a complete lead was returned in one piece. Stylet was inserted through the proximal end of the lead and was restricted at the middle region of the lead due to the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil being clogged with blood.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the guide wire could not move freely within the right atrial lead. The lead was removed and replaced. The patient was stable.